Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, during anastomosis, while using the running stitch technique, the thread of the suture broke at the point between the connecting thread and needle. Another device was used to complete the case. There was no patient injury.